Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The company service representative noticed presence of saline solution on the laser module and cleaned it, but it did not resolve the issue. The probe detector printed circuit board (pcb) and the rfid front panel pcb were replaced to resolve the issue. The system was then tested and met all product specifications. The presence of saline solution was determined to be unrelated to the reported event. The company service representative trained the operating room staff on the correct use of the surgical kit to avoid future problems in the laser module. The system was manufactured on april 29, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a surgical procedure the laser failed. The system was exchanged to complete the surgery with no harm to the patient.